Manufacturer narrative:
Additional narrative: alert date update, reported as (B)(4) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: weight is an approximation. Event date: reported as (B)(6) 2015 but it unknown when exactly the device broke. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 25. May 2012, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that the: the green anodized locking screws were made of titanium alloy. The examination of the raw material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition. However, information about the microstructure and the mechanical properties were missing. Therefore, a small portion of both screws was sectioned and prepared into a transversal and longitudinal microsection. The transverse microsections showed a homogeneous alpha-beta microstructure with a texture of a1 (iso 20160, ettc2). The material is free of alpha case. Based on these results we can conclude that the chemical composition and microstructure of the both screws are in compliance with the international standards. On dimension: the dimensions of the investigated screws (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The outer diameter of screw b was 3.46 mm and the core diameter of screw b was 3.07 mm. Sem examination screw b: when examining the fracture surface of the screw head of screw b we had to conclude that the fracture surface was totally destructed. The fracture surfaces showed an unrecognisable break structure with secondary corrosion. The secondary corrosion is a result of a crevice situation between the fragments after crack initiation respectively from rubbing against each other of the fragments. The process affects the passivation layer of the metal and panders corrosion. In some areas a few dimples were assumed. These assumed areas with dimples would correspond to a forced fracture zone. However, because of the strong destruction no statement of the crack initiation and crack behaviour is possible. In conclusion: a failure resulting from either a material defect or the manufacturing process can be excluded. An investigation summary was performed. The investigation of the complaint articles has shown that:the performed investigation of the broken screws did not show any material or manufacturing related fault, the screws were conform with the specification. It was concluded that the implant could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4)as follows: it was reported that six weeks after the initial surgery while the patient was doing rehab, she heard a crack and felt pain. When the x-ray were taken it was possible to see two screws broken around the head and a third screw pulled out. This is report 2 of 4 for (B)(4).